Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation and the guide wire was only physically investigated. The guide wire was found broken at 76.5 cm from the tip of it. The break of the guide wire can be result of blockage or aspiration of very thick thrombotic material that results in catheter overheating, moving together with the guide wire, guide wire overheating and break. A clear root cause could not be identified but a broken guide wire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the guidewire was allegedly broken and separated into two parts. It was further reported that the separated part of the guidewire was removed using snare device. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the guidewire was allegedly broken and separated into two parts. It was further reported that the separated part of the guidewire was removed using snare device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.